Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's mother, who is a doctor, reported that on (B)(6) 2018 her daughter obtained sensor scan results of 70mg/dl (and declining) while she was at school and had a snack/lunch. Upon returning home, caller reported the customer obtained a sensor scan result of 60 mg/dl compared to a reading of 400 mg/dl obtained on an unspecified blood glucose meter. No symptoms were reported, but the customer's mother provided oral saline as treatment and diagnosed her with hyperglycemia. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, sensor neck was cracked, which is indicative of an insertion failure. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's mother, who is a doctor, reported that on (B)(6) 2018 her daughter obtained sensor scan results of 70mg/dl (and declining) while she was at school and had a snack/lunch. Upon returning home, caller reported the customer obtained a sensor scan result of 60 mg/dl compared to a reading of 400 mg/dl obtained on an unspecified blood glucose meter. No symptoms were reported, but the customer's mother provided oral saline as treatment and diagnosed her with hyperglycemia. There was no report of death, serious injury, or mistreatment associated with this event.